Event description:
On (B)(6) 2012, it was reported that the pt's mother thinks the infusion device has been delivering too high an amount of insulin for 1.5 weeks. The pt's blood glucose level has been as low as 60 mg/dl. The pt's mother also has concerns about the e4 (occlusion error) message that is sometimes displayed on the infusion device. The pt did not require medical assistance from a healthcare profession or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.